Manufacturer narrative:
At primary surgery, non-medacta pedicle screws had been implanted. On (B)(6) 2017, the medical affairs director performed a clinical evaluation and commented as follows: elderly male patient treated for l4-l5 fusion with pedicle screws by different manufacturer and medacta interbody oblique cage. The pedicle screws were found to be radiographically loose and revision surgery is planned. There is no evidence that the loss of stabilization was due to a malfunction of the interbody cage. Batch review performed on 24 april 2017. Lot 142209: (B)(4) items manufactured and released on 17 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
At x-ray examination, it was found out that the bone fusion has not been completed after the primary surgery. The position of the cage has not changed, but clear zones were found around the pedicle screws in the x-rays. The surgeon planned to perform revision surgery, but the date is unknown.